Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. According to the customer, the error message was able to be cleared and the issue was resolved. A supplemental report will be filed if and when the product is returned and investigation is conducted.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed ua41 (patient temperature sensor failure) error message upon power up. The customer was unable to clear the error message. No patient involvement reported on this issue. The following day, customer contacted the zoll customer service representative with updated information that there is no issue with the autopulse platform and alignment issue was resolved. Per reporter, platform is operational and does not require evaluation.